Event description:
Additional information received from a consumer on 2017-sep-27, reported the patient was unresponsive, overdosed, and had seizure-like activity resulting in hospitalization. No further complications were reported/anticipated.